Event description:
Customer reported that tandem mobi pump unexpectedly shut down, and leds were not blinking, displaying a reset screen. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support identified low battery as the shutdown cause and provided instructions to restart cgm sessions and reset insulin on board. Customer was offered tips for battery management and advised to ensure proper charging on the pad, which they understood and acknowledged.